Manufacturer narrative:
Country of origin: (B)(6).

Event description:
It was reported that the cuff of this maxiofacial endotracheal tube was drilled. No clinical consequences to a patient were reported. No further information available.